Manufacturer narrative:
The 510k was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that when the site was doing a final count to their instruments used during a procedure, they discovered that one of the spheres was damaged and split in half. The other half of the sphere was located on the surgical drape. The sphere was discarded and is not available to be sent in. There was no delay to the procedure. No impact on patient outcome. Additional information received stating that the damage to the spheres did not occur inside of the patient anatomy.